Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
(B)(6) clinical study. It was reported that myocardial infarction (mi) and in-stent restenosis (isr) occurred. In (B)(6) 2017, the patient presented emergently with complaints of increasing shortness of breath and chest pressure. The patient had been experiencing the symptoms. In emergency, the patient appeared tachypneic. The patient was on bilevel positive airway pressure (bipap) and diuresed. Physical examination revealed systolic murmur and bilateral rales in mid back of lungs. The patient was hospitalized for further evaluation and management. On same day, chest x-ray revealed increased pulmonary vasculature. Electrocardiography (ECG) revealed sinus rhythm with nonspecific st and t wave changes. Cardiac enzymes were elevated consistent with protocol definition of mi. The patient was diagnosed with non-st segment elevation myocardial infarction. As the patient had a significant cardiac history, percutaneous coronary intervention (pci) was recommended. The following day, ECG revealed sinus bradycardia with left ventricular hypertrophy, qrs widening and repolarization abnormality. Other ECG reports have been attached in the dossier for review. Selective coronary angiography revealed 90% in-stent restenosis of the previously placed 3 x 16 mm promus premier¿ stent. Attempts were made to deploy both 3.5 mm promus premier¿ and a non bsc stent in the area of restenosis, however they could not cross the restenosis. Balloon angioplasty was performed with subsequent deployment of a 2.5 x 12 mm non bsc stent at the distal end of restenosis. Post procedure, angiography revealed 0% residual stenosis. On the same day, the event was considered recovered/resolved. After two days, the patient was discharged to home on aspirin.